Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports discomfort at the ipg site. The patient describes the site as warm to the touch but not hot and the sensation occurs regardless of whether the stimulation is on or off. Further information identified the patient visited the emergency room due to the warmth at the ipg site and the patient is requesting an entire system explant. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to explant the ipg.

Event description:
Follow up information identified the issue began approximately (B)(6) 2016.